Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) performed extensive troubleshooting and found air in the bellows, bellows only (rohs) and aero c8k pop vlv. Both the bellows, bellows only (rohs)_part number 2-89054-02 and aero c8k pop vlv (list number 09d36-02) were determined to be the likely causes of the issue, and once all were replaced the issue was resolved. The module function was verified with a control/precision run. A review of the service history for the analyzer identified no additional contributing factors on or around the time of the issue. A review of complaint and trending data for aero c8k pop vlv and the bellows, bellows only identified no issues or trends. A review of device history records for the parts did not identify any non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium and creatinine results generated on the architect c16000 processing module for multiple samples. The following data was provided: sodium (customer¿s reference range 133 - 146 mmol/l): patient 1 initial result: 181 mmol/l; repeat on another abbott analyzer = 140.7 mmol/l creatinine (customer¿s reference range 49 ¿ 90 umol/l): patient 2 initial result: 191.7 umol/l; repeat on another abbott analyzer = 74 umol/l no impact to patient management was reported.